Event description:
During a coronary stenting drug eluting treatment procedure, a stent embolization occurred. The lesion being treated was located in the proximal left anterior descending (lad) artery. The physician attempting to position the 2.75 x 16mm taxus express2 drug eluting stent, but was unable to pass the tight mid lesion. The physician did not predilate prior to the event. While removing the unexpanded stent, a disconnection of proximal stent delivery catheter occurred. The unexpanded stent, with stent balloon and proximal stent catheter, became entrapped in the proximal lad and distal left main artery causing mild distal flow impairment. Attempts to snare the device were unsuccessful. After another parallel wiring to lad wire a quantum 3.8 x 8mm was inserted into the distal part of guiding catheter 9within the catheter) and inflated up to 14 atm to grab the disconnected end of stent catheter toward the guiding catheter wall. Pt condition is reported as "satisfactory/good". No pt complications were reported.